Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The conclusion was that the reported internal leakage test failure was resolved by replacing the maintenance kit 5000h. No logs were provided and the replaced part was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).